Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose during the day and low blood glucose when waking up. The customer¿s blood glucose would be within the range of 50 mg/dl and 60 mg/dl at night. They would treat with food. No actual troubleshooting was performed. They were using the auto-mode. The device will not be returned for analysis.